Event description:
This event was reported as degeneration, stenosis and leaking. No further info was provided.

Manufacturer narrative:
Examination of the valve in laboratory revealed calcification within each cusp which resulted in stenosis of the valve and multiple disruptions in the left-coronary cusp. Host tissue overgrowth encroached onto each cusp approximately 2-5 mm and fused each commissure and each attachment site. X-ray analysis revealed calcification within the belly and free margin of all three cusps. Additionally, calcification was noted in the aortic wall and sewing ring of the right-coronary cusp. Stent distortion was also noted. The primary cause for dysfunction of this valve was determined to be due to calcification.